Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek xs meter with serial number (B)(4) compared to a laboratory using sodium citrate reagent. The result from the meter was 5.7 inr. The result from the laboratory was 2.0 inr. The laboratory draw was done approximately 2 hours after the meter testing. The patient held their warfarin dosage for 1 day based on the meter result as the laboratory result were not available until the day after the event. There was no allegation of an adverse event. The patient's current condition was provided as fine. The patient has no hematocrit concerns, is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, is on no new medications, no changes in diet, no new illnesses, and had no symptoms of bruising or bleeding. The patient's therapeutic range is 1.7 to 2.5 inr. The meter and test strips were requested for investigation. The products were returned. Retention test strips (lot 294943) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.